Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump alarmed motor error during basal rate. Customer's mother reported blood glucose was 385 mg/dl. No significant events leading to the alarm were observed. Advised customer to return the pump with the battery and basal rate zeroed out. Product is being returned and replaced.